Event description:
Reference number (B)(4). Event occurred in norway it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: norway